Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set "came part." This occurred during use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.